Manufacturer narrative:
H10 correction: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Analysis cannot be performed due to legal hold requirements.

Event description:
It was reported that patient presented on (B)(6) 2023. Although there was no elective replacement indicator alert or allegation of premature battery depletion, the device was explanted prophylactically following the advisory. The patient expired due to covid.